Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed, and it was confirmed that when the main switch of the main unit was switched to continuous mandatory ventilation (cmv) mode, oxygen continued to come out from the outlet without switching between exhalation and intake. Since this product had already implemented measures to prevent continuous flow at the czech site, the cause of the reported problem is unknown. It is possible that the problem caused by the o-ring itself, or by the entire intake manifold including the o-ring. The input manifold was replaced to address this issue. The device passed all testing after repair.

Event description:
It was reported that a continuous flow occurred, the ventilation valve was adjusted to its maximum setting, a clicking sound was heard, and the ventilation returned to normal. Reporter stated that this occurred during priming at the facility. There was no patient involvement.